Event description:
It was reported that customer experienced pump issues, including frequent unexpected changes to pump date and time and incorrect detection of insulin volume in newly loaded cartridges, such as cartridges filled with 300 units being read as only 100 units even after repeated loading. There was no reported impact to the customer¿s blood glucose level. Customer declined further technical support assistance, no troubleshooting was performed, and case was closed with no additional information received regarding the outcome of the event.